Event description:
The customer reported that during testing, the device froze up and could not be powered off.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.